Event description:
Customer reported that she had unexplained high blood glucose. Customer was hospitalized due to high blood glucose. Customer's blood glucose reading at the time of hospitalization was 555 mg/dl. Customer stated that her insulin pump had blank display and the display did not returned prior to hospitalization. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.